Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: during the initial procedure: did the surgeon experience any issue with the device during the initial procedure? No. What color cartridge was being used? This was a roux-n-y procedure so various cartridges were used (blue, white & green); however where I believe the bleeding occurred (the pouch) green cartridges were used. What other color cartridges were used before and after this event? Blue and white. Was buttressing material utilized? If so, which product? Yes ¿ seamguard (gore). Was the instrument fired across or near an existing staple line or clip? I don¿t believe ¿across¿ an existing staple line, but yes, very near each other¿ as they staple across the stomach (continuous staple lines). Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Were there any difficulty removing the device from the tissue? No. Was a leak test performed? Yes (no leaks). Post-operative intervention: at the site of the bleeding, what did the staple formation look like? The staple line had failed ¿ the bleeding was back into the stomach¿ and then into the bowel where it clotted¿ causing back up into the stomach where the pressure caused the staple line to fail (this was the general synopsis that I got from the surgeon). What was done to control the bleeding? Patient was brought back into the or (I believe 2 days later) and operated on again. What is the current status of these patients? Patient was in ICU for over a week. I believe is home now. Why does the surgeon feel there was a problem with the device if there were no issues during the initial procedure? He didn¿t do anything differently so he doesn¿t feel that there is any other possible explanation¿ ¿so it must be the device and/or staples.¿

Event description:
It was reported that about a week after a laparoscopic roux-en-y gastric bypass procedure the patient returned to the hospital sick and septic. Bleeding was found in the remnant stomach. The patient had an additional surgical procedure. The patient had a few transfusions. The surgeon believes there was a problem with the stapler. The current condition of the patient is not known. No other information was available at this time. One device was discarded.